Manufacturer narrative:
Concomitant products: 5086mri lead implanted (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos). Sensitivity was adjusted but the twos was still observed intermittently. The oversensing was even more prevalent when sensing was changed from bipolar to integrated bipolar. The lead was programmed back to bipolar and the patient is to follow up with their electrophysiologist as necessary. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth.